Event description:
Information was received indicating that during bench testing of this smiths medical cadd cassette reservoir underdeliver was observed. It was reported that 18ml left instead of 20ml. No patient involvement reported.

Manufacturer narrative:
Other text: the device was received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause for the reported issue could not be determined. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. Complaint trends will continue to be monitored. Additional information: g1 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).